Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was having trouble charging due to the implant depth of the ipg. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated.